Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and not receiving pain relief. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing pain at the ipg site and not receiving pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.